Event description:
Customer claimed to have a meter that wasn't working. Customer replaced batteries and "when strip is entered it does not give an option to receive a blood sample." Customer had been struggling with this issue for about a week.